Event description:
Information was received from a healthcare provider regarding a patient who was receiving therapy via an implantable pump for non-malignant pain. It was reported that the patient had a MRI on (B)(6) 2021 and the pump wasn't read until today. The device was showing motor stall with no alarm.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.